Event description:
Customer reported that pt presented with symptoms of infection one month following orthopedic procedure. Culture results were negative. Incision and drainage performed. Condition reported as resolved.